Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information was requested but not provided. Based upon the information provided, an aging measuring cell was the cause of the issue, but this could not be confirmed.

Event description:
The customer alleged they received a questionable total prostate- specific antigen (tpsa) result for one patient on their e411 analyzer. The patient's initial tpsa result was 0.047 ng/ml. The initial result was released to the patient and physicians. On (B)(6) 2014, the sample was repeated and the results were 70.48 ng/ml and 70.57 ng/ml. There were no adverse events. The tpsa reagent lot number was 175625; the expiration date was requested but not provided. The measuring cell was replaced.

Manufacturer narrative:
This event occurred in (B)(6).